Event description:
It was reported that the brake button broke. The target lesion was located in the right coronary artery. A 1.50mm rotalink plus was selected for use and prepped in a sterile fashion with no issues. During procedure, the doctor likes to dynaglide in and after platforming at 170 rpms. Then, the tech was asked to depress the brake release and stick the white torquer/brake device inside of the advancer to hold the brake release down while they used dynaglide to move up the guide. As black brake depress button was depressed, it broke and pushed all the way into the advancer and was stuck. The burr was still usable so it was disconnected from the advancer. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the lesion was a mildly tortuous and moderately calcified coronary total occlusion. The device never entered the body and broke while prepping. The patient was stable post procedure.

Event description:
It was reported that the brake button broke. The target lesion was located in the right coronary artery. A 1.50mm rotalink plus was selected for use and prepped in a sterile fashion with no issues. During procedure, the doctor likes to dynaglide in and after platforming at 170 rpms. Then, the tech was asked to depress the brake release and stick the white torquer/brake device inside of the advancer to hold the brake release down while they used dynaglide to move up the guide. As black brake depress button was depressed, it broke and pushed all the way into the advancer and was stuck. The burr was still usable so it was disconnected from the advancer. The procedure was completed with another of the same device. No patient complications were reported.